Event description:
It was reported that the patient went to the emergency room (ER) because of severe fungus on the bottom of her foot, reportedly due to excessive moisture accumulating in the bottom of the boot and in the air bladders. "She was going in for bunion surgery but the fungus was on the heel of her foot." There was no indication of what or if any treatment was performed on the fungus.